Event description:
It was reported that a physician attempted arteriotomy closure of a non-calcified, not tortuous common femoral artery (cfa) using a proglide device after a peripheral interventional procedure. Reportedly, the plunger was retracted, the suture cut, the level closed, and then it was attempted to remove the device. At this point, it was not possible to retract the device from the patient groin. After several attempts, reactivating the lever and applying some force, the device was removed. Hemostasis was achieved using a non-abbott device. There were no patient consequences. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found that the plunger, suture, link, needles and cuffs were not returned with the device, which limited the scope of the investigation. The reported difficult device removal is consistent with the foot being unable to completely retract into the guide. During testing, the foot was deployed then completely retracted by opening and closing the lever. The guide tube was bent, but it is considered to be related to post-procedure handling/shipping damage; therefore, not considered a failure mode of the device. No manufacturing or quality deficiency was detected. Possible contributing factors include, but are not limited to manufacturing, challenging anatomical conditions, and incorrect deployment technique. The foot is deployed and retracted twice during manufacturing. Tissue caught under the foot may prevent the foot from being fully retracted into the guide and result in difficult device removal. However, this could not be confirmed as no challenging anatomical conditions were reported. There was no definitive evidence in the evaluation of the returned device to suggest incorrect deployment technique, which could have contributed to difficult device removal. Based on the investigation findings, the reported difficult device removal could not be confirmed and a definitive cause could not be identified. Review of the device history record did not reveal any nonconforming material records associated with this lot. A query of the complaint handling database for this lot revealed no similar incidents. There does not appear to be any indication of a lot specific product quality deficiency.